Event description:
Medtronic received information that this transcatheter bioprosthetic valve was implanted valve-in-valve into a bioprosthetic medtronic valve to resolve regurgitation. During deployment of this valve, an echocardiogram showed that the valve was too deep (8mm) but it was decided to continue with the deployment. As the frame loops released, the valve moved very deep. The valve was snared to move the valve up to 8mm, resulting in mild paravalvular leak (pvl). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: a root cause of the positioning / dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system (dcs). Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. (B)(4).